Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: unknown. Weight: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "2y 7m po valve is not adjustable-blocked. Explanted."

Manufacturer narrative:
The shunt system was received submerged in an unidentified liquid in a plastic container. Scratches on the outer housing of the valves were observed through the visual inspection. No deformation or damage were detected. The permeability test indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. The progav 2.0 valve was tested and is not adjustable throughout the normal range. The braking functionally test has shown that the brake function operates as expected. However, the braking force could not be measured due to inability of the progav 2.0 to hold a set pressure. We performed a visual inspection of the progav2.0 shunt system. No deformation or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valves. The progav valve was permeable however, the shunt assistant was shown to have a blockage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustability to all setting; however, the brake function was fully present. Due to the inability of the valve to hold a set pressure, the braking force was unable to be measured. Finally, we have dismantled the valve. Inside both valves we have found buildup of substance likely protein. Based on our investigation, we confirm the presence of occlusion in the shunt system valve and the non-adjustability of the progav 2.0 both likely due to the significant deposits observed inside the valves. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.